Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the tip of the obturator was fractured. It is likely that the fracture occurred during return shipping and handling of the product; however, this cannot be confirmed. The likely root cause of the damaged obturator tip is excessive force during insertion. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Lap cholecystectomy- "the distal tip of the fios 5mm obturator was bent during the insertion of the trocar through the abdominal wall. The tip of the obturator was bent at the aperture of the obturator. Two trocars were used and this happened to both trocars." Patient status- "normal."